Manufacturer narrative:
D4 lot number: 2809026.

Event description:
As reported to coloplast, though not verified, malfunction of tubing near the pump. Device was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation, surrounded by abrasion, was noted on the longer exhaust tubing of the pump at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Partial separations, surrounded by abrasion, were noted on the inlet tubing and both exhaust tubes of the pump. These were not sites of leakage. Partial separations, surrounded by abrasion, were noted on the exhaust tubing of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. Partial separations, surrounded by abrasion, were noted on the inlet tubing of the reservoir. This was not a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against each other. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to result in a separation in the longer exhaust tube of the pump at the strain relief junction. The rough and irregular surfaces associated with the separation indicate that stress was exerted on the longer exhaust tube near the pump to separate the site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted in 2011 and removed and replaced on (B)(6) 2021 due to a malfunction of the tubing near the pump. Additional information received indicated that there was a tubing break between the pump and right cylinder, as well as a fluid leak.

Event description:
Additional information received further reported that the tubing fractured between the pump and right cylinder, and a fluid leak occurred.

Manufacturer narrative:
Additional review determined the g3 aware date on the initial report should have been 18oct2021.